Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 15 fractured. Construction was a single crown on the implant. Patient suffered from perii-mplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.